Event description:
It was reported that the user experienced hyperglycemia and contacted support for assistance with an infusion set and cartridge change while using a steel 6 mm contact/detach infusion set; troubleshooting and education were provided, including guided steps to replace the infusion set, perform a rewind, replace the cartridge, prime the tubing, apply a new set, and fill the cannula, after which insulin delivery was resumed with a reported blood glucose of 219 mg/dl and no device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention beyond routine troubleshooting, and no hospitalization. Investigation included a user interview and product troubleshooting. Investigation of this case revealed no device malfunction identified and suggested a probable infusion set or insertion issue as a potential contributor, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.